Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced prolonged elevated blood glucose after an occlusion alert and infusion set change while using a 23-inch teflon 6 mm infusion set, with glucose reading ¿high,¿ rising for approximately ten hours, and subsequently 391 mg/dl before trending down after guided troubleshooting that included replacing the infusion set, reconnecting prior tubing, and filling the cannula. Symptoms included hyperglycemia without ketones and without acute complications. Outcomes included no medical intervention, no hospitalization, and no assistance required. Investigation included customer interview and troubleshooting education. Investigation of this case revealed no confirmed infusion site issue, no wetness, and no bent cannula recalled, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.